Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen on their device is cloudy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the device has been returned and evaluated by product analysis on 09/11/2014 with the following findings: there were no visible signs of moisture present in the display screen. The pump did not pass a leak test due to a crack that was found in the pump casing located at the upper right hand corner between the lens and the case seal. When the pump was opened for investigation, corrosion was found on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.